Event description:
Manufacturer representative spoke with caregiver who was concerned about the end barrier on her lift working properly, because her daughter had fallen off the lift. After discussing it furhter, manufacturer representative believed the accident was a result of operator error. Caregiver stands on teh platform and pulls her daughter's wheelchair on and then goes up, one or both wheels were on top of the barriers and did not allow the locked position.